Manufacturer narrative:
Please note that this date is based off the date of publication as the actual event date was not provided. It was not possible to match this event with any previously reported event. Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. Citation: kim d.d., patel a., sibai n. 2019. Conversion of intrathecal opioids to fentanyl in chronic pain patients with implantable pain pumps: a retrospective study. Neuromodulation 2019; e-pub ahead of print. Doi:10.1111/ner.12936. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
Summary: this study reviews the outcomes and conversion ratios reached after converting it opioids from morphine/hydromorphone to fentanyl in patients with it pumps. Events: one patient changed medication due to granuloma.